Event description:
The pt was started on ino but ino would not read the set amounts of 10ppm that was set on the equipment, 2 low cal was done. The 1 high cal was done, sample line was changed out and the filters were also changed out, but the equipment would not read the set amount. The equipment was removed and a new ino was used.